Event description:
"Ks was a newborn, transferred to children's hosp on 5/28/1996, after an emergency delivery by cesarean section at another hosp. She had meconium aspiration syndrome. An umbilical arterial catheter was placed on may 28th for monitoring blood gases and arterial blood pressure. It was removed on 6/11/1996. Abdominal ultrasound (6/20/1996) showed the presence of a thrombus in the left renal artery. The thrombus was felt to have probably originated at the site of the umbilical arterial line. Perfusion scan showed decreased function of the left kidney. The right kidney appeared normal. It is likely that she will have only one functioning (right) kidney."

Manufacturer narrative:
Reference MFR. Complaint #a96-8-1-8. The actual sample was discarded. The hosp refused to supply additional info concerning the event. None of the reported lot number remained in our distribution centers. A check of our records found no similar complaints registered on this lot. Without the actual sample or samples from the same lot number we are unable to investigate further. Should samples (or additional info) become available we will reopen this complaint.